Event description:
Additional information received from the patient in response to follow-up reported that the battery had died. The battery was replaced ¿in rear and after many months.¿

Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. It was not working. The patient does not feel stimulation. She can't check the device and needs to wait until her daughter was home to help her. Symptoms reported were not getting therapy relief. Event date was (B)(6) 2015. Patient said the device only lasted 1 1/2 to 2 years and she was told it would last 5 years. Patient doesn't know why it died early. Symptoms reported were none. Event date was unknown. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that lead to the device not working or depleting earlier than expected included that the device program was off. In order to resolve the loss of therapeutic relief and lack of stimulation, the program of the device was reset.